Manufacturer narrative:
The other relevant components include: product ID 8731sc lot# serial# (B)(4) implanted: explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 50mcg/ml fentanyl at a dose of 100mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was diabetic and their pump incision was opening and would not close properly and the pump was exposed.  It was reported that the patient's diabetes was a patient factor that may have led or contributed to the issue. It was reported that the hcp explanted the pump and part of the old catheter. The other part of the catheter was tied off. The hcp replaced the pump with a 40ml pump on the other side of the abdomen and replaced the catheter with an 8780 catheter. It was reported the issue was resolved at the time of the report. It was reported the patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.